Event description:
Event description guidant received information that at 17.0 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a battery voltage indicating middle-of-life (mol) 2.